Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
While complaining of issues with multiple meters, the customer stated that coaguchek xs plus meter serial number (B)(4) had a partial display. There was no physical damage to the screen/display. The customer advised that it is possible for results on the display to be misinterpreted. The customer who reported the issue did not have first hand knowledge of the malfunction and was not using the meter. The customer did not know when the meter initially malfunctioned, so the date of event is not known. No adverse events were alleged. The customer's product was requested for investigation and replacement product was sent to the customer.

Manufacturer narrative:
The meter was returned for investigation. Upon initial investigation, it was confirmed that there were lines in the display.

Manufacturer narrative:
As part of further investigations, measurements with control solution were performed and showed no fault. The function of the meter was checked and no error was found. The last handling of the device was on (B)(4) 2017. The display showed no abnormalities.